Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: backlight disappears when the angle of the distal part is changed is due to no image when bent should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope backlight disappeared when the angle of the distal part is changed. The issue was found during inspection for use. There were no reports of patient involvement.